Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025 at 3:00 pm. The sensor's site is the left upper arm. It was confirmed that an incision was made to attempt to remove the sensor.sensor wasn't palpable before the incision.transmitter and magnet was attempted to be used to localize the sensor.ultrasound wasn't used to localize the sensor. Per dms, user is currently using the system with the new sensor and receiving up to date information.

Manufacturer narrative:
The sensor was successfully removed during second removal attempt on (B)(6) 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.